Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, and that the battery gauge was fluctuating. Additionally, it was reported that the insulin gauge was static and inaccurate. There was no reported adverse impact. Reportedly, customer continued to use the pump for insulin delivery.